Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was confirmed that there was no scratch on the cover when the product was shipped. It was likely that an external force was applied to the distal end of the crack in the cover, as it was indicated that the sound line was missing in addition to the crack. It is likely that the external force applied to the distal end region led to the occurrence of the issue. The instruction for use (IFU) states the following guidelines: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section had collapsed. In addition, the body was cracked. The distal sheath had a hole/cut. There was peeling of the cement on the objective lens. The ultrasound image had two (2) broken elements. The control knob was loose, and the charge-coupled device (ccd) on the scope connector wires were short. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the bending section was smashed on the ultrasonic gastrovideoscope. No patient involvement was reported.